Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a nano meter, compared to a professional meter, within 10 minutes: 30 mg/dl (nano) and 100 mg/dl (doctor's meter). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.